Event description:
It was reported that the right iui connector is bad, performed preventive maintenance testing on the alaris syringe module. Unit passed the test with no problem found, go back to service, ready to use. There was no patient involvement.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had iui connector issue was not determined because no product or device logs were returned. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.